Event description:
It was reported that the right atrial (ra) lead exhibited a lead impedance warning. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. 694958 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.